Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed, and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had a set that was leaking from the filter. They also stated that the "medication bag was changed every seven days". Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, but those attempts were unsuccessful. (B)(4).